Event description:
It was reported that the patient fell onto their left side, dislodging the right atrial (ra) lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.